Manufacturer narrative:
Manufacturer report no.: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "failed 800mls rate test", which was not confirmed or reproduced. Baxter's device evaluation had the following test results which all had passing results: rate = 40 ml/ hr, vtbi = 10 ml, delivery = 9.67ml (-3.3%), rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.343ml (-2.628%), rate = 400 ml/hr, vtbi = 100 ml, delivery = 98.163ml (-1.837%), rate = 800 ml/hr, vtbi = 200 ml, delivery = 195.077ml (-2.4615%), rate = 999 ml/hr, vtbi = 250 ml, delivery = 244.019ml (-2.3924%). This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-03129 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "failed 800mls rate test" during incoming inspection. The customer stated that "the results were consistently low." It was also reported there was no patient involvement.